Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had bad complications during their trial and got infected. It was noted they could not do the 'second phase' for another two weeks so they could heal before implanting the permanent system. This happened two weeks before their date of implant sometime in (B)(6) 2016. No further complications were reported.